Event description:
Sigmoid and right colectomy procedure. Cs29 dlu was fired and "firing complete" message was received on pc. Surgeon had some difficulty removing the dlu from the tissue and after some time, noticed a tear in the tissue and a leak. When the cs29 was removed, the donuts looked great however there was still a tear in the tissue. Another product was used to complete the case.